Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device doesn't work was confirmed. The following defects were identified and actions were taken with the device upon evaluation. Distal tip damaged and distal end defective, replaced. Objective window damaged, replaced. Optics damaged, replaced. Scratches at light post. Device produced a bad image. The device was cleaned, tested and found to be fully functional. User mishandling is the most probable root cause for the scratches on the device and damage to the distal tip. The damaged parts would have caused the device to not work as intended by the customer. A manufacturing record evaluation was performed for the finished device (serial number: (B)(4), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown procedure, it was observed that the hd arthroscope, 4.0 mm, 30 deg, 175 mm: compatible with storz style did not work. According to the report, the device had a spot and scratch on the optics. During in-house engineering evaluation, it was determined that the device produced a bad image. There was no delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.